Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The patient reported via phone call that her insulin pump alarmed auto off. The patient's blood glucose at the time of incident was 453 mg/dl, which she treated via insulin pump bolus. Troubleshooting was declined for the high blood glucose. The device also had a blank display anomaly, but the customer was able to resolve the issue with a battery change. The insulin pump was not returned for analysis.